Event description:
The customer reported a communication error message. No pt injury reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.